Event description:
(B)(4).

Manufacturer narrative:
A maquet field service tech (fst) visited the facility and inspected the device. He noticed that the device had sustained damage resultant from collisions. Prx8401acsdfv surgical light systems are made of two cupolas with articulated arms which can rotate and move vertically, if used incorrectly the cupolas can collide with each other and other devices. The prismalix series operating manual includes recommendations in order to avoid collisions during operations: "the surgical light must be pre-positioned prior to any procedure to minimize subsequent handling. By pre-positioning the surgical light appropriately for each procedure, potential interactions with possible obstacles are limited." (B)(4).